Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The event description provided states that the lens did not progress as usual, the surgeon remarks that there was notable resistance and the injector felt hard. The iol was delivered into the eye; however, immediately following implantation it was noted that the lens was amputated. The iol was explanted and exchanged during the original surgery session. The healthcare facility confirms that there was no harm or injury to the patient as a result of the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. Our review of production records for the rayone aspheric rao600c batch: 073220605 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch: 073220605. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The additional information received identifies that injection did not progress as normal and that there was resistance during injection. Within the rayone IFU "use of rayone" section "fig 7" it states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". As per the IFU, following the resistance encountered, the surgeon should have discontinued use of the device. Continued injection in this case is likely a contributory factor to the lens being damaged following injection into the eye.

Event description:
On 7th august 2024, rayner received notification from a healthcare facility in brazil of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the lens did not progress as usual and immediately following implantation into the eye the lens was found to be amputated necessitating iol explantation.